Event description:
It was reported that during a surgical procedure at the user facility the sonopet handpiece was overheating. The procedure was completed successfully without delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
It was reported that during a surgical procedure at the user facility the sonopet handpiece was overheating. The procedure was completed successfully without delay; no adverse consequences or medical intervention were reported.